Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial returned with moisture. Visual inspection found no visible damage to the lens and debris throughout the lens. Lens was observed under different lightning and at 10x magnification. Particulates were not noted. H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#:(B)(4).

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo 12.6, -7.0 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. Lens was exchanged with a same length lens due to foreign particulates found sticking to the surface of the lens. This resolved the problem. Cause of the event: device, fragments found on surface of lens.